Event description:
Healthcare professional reported a port replacement has been scheduled due to an alleged leak. The patient came to their office complaining that the band was too lose and felt no restriction. Fluoroscopy was performed and a leak was identified in the port. Follow-up findings: health professional reported the surgeon removed the port, but noted the band tubing was detached and went into the abdominal area. Additional surgery will be performed to locate the band tubing.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."